Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 with a p1 prolapse. It was noted that imaging was difficult due to anatomy. The implanting physician attempted to use an xtw clip, but it was noted the clip was interacting with the chordae so they decided to invert the clip and retract into left atrium as per the instructions for use troubleshooting steps. This was done successfully, but the echocardiologist noted that a flail had occurred that was not present at baseline, and the mr had worsened. The implanting physician decided to remove the xtw, instead choosing to implant two nt clips, which were implanted successfully. The mr was rated as grade 4 by the echocardiologist post procedure. There were no ill clinical effects to the patient.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported worsening mr was a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.